Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/22/2015-product analysis:the device was returned and evaluated by product analysis on 10/06/2015 with the following findings:the complaint could not be investigated due to a blank screen issue. The keypad was found to be intact; no peeling or lifting was observed. There was evidence of keypad contamination found under all key contacts. Moisture was observed on the pump¿s internal components. The returned battery cap threads were damaged and the cap could not properly secure to the pump. A test cap was used for investigation.